Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that while reducing +4 10d liner broke/snapped twice. After impacting the new altrax +4 10 degree 52mm liner, the surgeon reduced the head trial into the liner, however the head trial bent/ broke the liners. The first attempt disengaged the liner from the shell. The second attempt broke off a piece of the elevated lip on the liner. There was a surgical delay of two hours. Doe: (B)(6) 2024 / affected side: right hip. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) device photo ad (B)(6) 2024". Review of the photographic evidence revealed that the rim of the altrx +4 10d 36idx52od was deformed and appears to be chipped, fragments cannot be observed on the provided evidence. The quality of the photo is poor and no other observations pertaining to the nature of the reported event could be identified. With the information provided is not possible to determine a potential cause at this moment. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the liner was unable to be performed since the device was not returned for evaluation. A manufacturing record evaluation was performed for the finished device [122136152 / m4858y] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122136152 / m4858y] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
It was reported that while reducing altrax+4 10d liner it broke/snapped twice. After impacting the new altrax +4 10 degree 52mm liner, the surgeon reduced the head trial into the liner. However, the head trial bent/ broke the liners. The first attempt disengaged the liner from the shell. The second attempt broke off a piece of the elevated lip on the liner. There was a surgical delay of two hours. Doe: (B)(6) 2024, affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.